Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a straight, tortuous, calcified lesion. During the procedure, the oad crown jumped during the first treatment and became stuck. The oad and the viperwire guide wire had to be removed together as a result. It was noted around 4 centimeters of the guide wire fractured and remained in-vivo. The patient was in stable condition. There was no resistance felt during the treatment and no wire bias was observed despite treatment in a very tortuous artery. It was indicated the orbital atherectomy system was attempted to be removed with the guide that got stuck and ended up breaking. There were no future plans to remove the fragment, only anti-coagulant treatment was to be performed.

Manufacturer narrative:
Correction: g1.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a straight, tortuous, calcified lesion. During the procedure, the oad crown jumped during the first treatment and became stuck. The oad and the viperwire guide wire had to be removed together as a result. It was noted around 4 centimeters of the guide wire fractured and remained in-vivo. The patient was in stable condition. There was no resistance felt during the treatment and no wire bias was observed despite treatment in a very tortuous artery. It was indicated the orbital atherectomy system was attempted to be removed with the guide that got stuck and ended up breaking. There were no future plans to remove the fragment, only anti-coagulant treatment was to be performed.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported device damaged by another device - caused damage, unintended system movement - crown jump, and difficult to remove - guide wire appears to be related to operational context. In this case, it is possible that the device damaged by another device - caused damage, unintended system movement - crown jump, and difficult to remove - guide wire is due to device placement or use techniques employed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a straight, tortuous, calcified lesion. During the procedure, the oad crown jumped during the first treatment and became stuck. The oad and the viperwire guide wire had to be removed together as a result. It was noted around 4 centimeters of the guide wire fractured and remained in-vivo. The patient was in stable condition. There was no resistance felt during the treatment and no wire bias was observed despite treatment in a very tortuous artery. It was indicated the orbital atherectomy system was attempted to be removed with the guide that got stuck and ended up breaking. There were no future plans to remove the fragment, only anti-coagulant treatment was to be performed.